Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure device perforation through left cornua/ left essure device not seen at the ostia/ essure device was within the abdominal cavity'), small intestinal perforation ('small bowel perforation/ device was clearly noted to be stuck in place') and device dislocation ('the essure device was located in the lower abdomen just above the pelvic brim within the') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the coils lengthened". The patient's medical history included abdominal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), small intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("the patient was noted at the time of essure replacement to have the left essure device not seen at the ostia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, small intestinal perforation, device dislocation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, small intestinal perforation and uterine perforation to be related to essure. The reporter commented: underwent essure device placement 3 days prior to surgery. The patient was noted at the time of essure replacement to have the left essure device not seen at the ostia. The patient had no pain during the procedure, and it was thought that the essure device was likely placed deep within the tube; however, she did develop pain later in the day, which progressively worsened. Ultrasound revealed that the essure device was not in the left tube and a flat plate x-ray showed that the essure device was within the abdominal cavity. The patient was counseled and desired laparoscopic tubal ligation as well as removal of the essure device. The risks and benefits of this were discussed at length, and the patient desired to proceed. The essure device was located in the lower abdomen just above the pelvic brim within the small bowel. As I tried to remove it, the coils lengthened. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device was not in the left tube and a flat plate x-ray showed that the essure device was within the abdominal cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: mr received. Event medical device removal was updated to left essure device perforation through left cornua. Event small bowel perforation, medical history , lab data and reporters were added. Event device dislocation , event complication in device insertion , event device physical property issue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure device perforation through left cornua/ left essure device not seen at the ostia/ essure device was within the abdominal cavity'), small intestinal perforation ('small bowel perforation/ device was clearly noted to be stuck in place') and device dislocation ('the essure device was located in the lower abdomen just above the pelvic brim within the') in a 36-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "the coils lengthened" and complication of device insertion "the patient was noted at the time of essure replacement to have the left essure device not seen at the ostia". The patient's medical history included abdominal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), small intestinal perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, small intestinal perforation and device dislocation outcome was unknown. The reporter considered device dislocation, small intestinal perforation and uterine perforation to be related to essure. The reporter commented: underwent essure device placement 3 days prior to surgery. The patient was noted at the time of essure replacement to have the left essure device not seen at the ostia. The patient had no pain during the procedure, and it was thought that the essure device was likely placed deep within the tube; however, she did develop pain later in the day, which progressively worsened. Ultrasound revealed that the essure device was not in the left tube and a flat plate x-ray showed that the essure device was within the abdominal cavity. The patient was counseled and desired laparoscopic tubal ligation as well as removal of the essure device. The risks and benefits of this were discussed at length, and the patient desired to proceed. The essure device was located in the lower abdomen just above the pelvic brim within the small bowel. As I tried to remove it, the coils lengthened diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure device was not in the left tube and a flat plate x-ray showed that the essure device was within the abdominal cavity.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.